Event description:
Female patient with multiple medical problems allegedly stemming from chronic substance abuse who underwent a mitral valve replacement with a mechanical prosthesis just over 2 years ago, she also had a tricuspid valve repair with ring anuloplasty. The patient has been unsuccessful with her warfarin treatment and has had a number of complications related to this. Recently she has become more short of breath and it was found that 1 of the 2 leaflets of her mechanical valve was stuck in the shut position and she developed mitral stenosis with a mean gradient of 16 mmhg as well as pulmonary hypertension. She was brought to the operating room later that day for replacement of this valve with a tissue prosthesis. At the end of the case the patient was transferred to ICU in critical condition.